Event description:
The patient was having a dobhoff tube placed in anticipation of tube feedings. After placement, as the guide wire was being removed, a small piece of what looked like tubing was evident on the guide wire. The tubing was removed, and a small tear was noted near the distal end of the tubing. Another tube was placed without difficulty, and the patient was not injured.